Event description:
Caller alleging potential false positive tni x2 on 1 pt, 1 lot-plasma edta. No samples for submission. (B)(6), 16:05 - tni on plasma edta: 0.43; (B)(6), 21:50 - tni on wb edta: <0.05; (B)(6), 4:00 - tni on wb edta: <0.05; (B)(6), 10:00 - tni on plasma edta: 0.11; (B)(6), 16:20 - tni on wb edta: <0.05. Only some tests were run with plasma after an internal qc error was obtained. (See case (B)(4)) confirmatory testing was not performed and customer only has frozen tni range used by customer for triage: normal = <0.05, abnormal = 0.05-0.40, indicative of mi = >0.4 pt did nto present with any cardiac symptoms. Pt has a history of serious liver disease and triglycerides that are frequently over 2,000 mg/dl. To the best of the clinician's knowledge, at the time of testing, the pts trg's were down at about 900 mg/dl. Official diagnosis was pancreatitis and ethanol withdrawal. There was no cardiac diagnosis and no treatment was given for any cardiac related issues. Confirmatory testing was not performed and customer only has frozen wb samples. No ck_mb results given.

Manufacturer narrative:
Investigation conclusion: customers complaint of discrepant high tni was not replicated with in-house testing on retain lot w56247. No discrepant high tni values observed with whole blood or plasma on 10 donors. No samples were returned for testing, sample interference cannot be ruled out. Unable to determine root cause of customers complaint. No evidence of a product deficiency. Reviewed the batch record of lot w56247, no issues with tni identified during final release. As there is no indication of a product deficiency, no corrective action is required at this time.